Event description:
Ous MDR. Two days after the implantation, it was discovered during follow-up that the impedance showed high ohm values, and there was no measureable pacing threshold.

Manufacturer narrative:
Ous MDR. The analysis was unable to find any mfg error or material defect. In regard to the high impedance mentioned in the complaint and the non-measurable pacing threshold, no deviations from the specifications could be found in the analysis. The slight tear at the sealing lip of the is-1 plug was probably caused during explantation.